Event description:
It was reported on (b)(6) 2026 by a healthcare professional that the patient had passed away in (b)(6) 2025 (specific date not provided).Further information was provided on (b)(6) 2026 that the patient had passed away due to diabetic ketoacidosis. It was reported the patient was not wearing a Pod at the time of the event. It was not stated when the patient ceased use of the Omnipod Dash system. No further information was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The location of the controller and Pod are unknown. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. The investigation is ongoing and Insulet is attempting to recover additional details. Insulet is in contact with the healthcare professional. If additional information is received, Insulet will submit a supplemental report and conduct all possible investigation.